Manufacturer narrative:
The t:slim user guide states that only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the last occlusion alarm, the customer also received a notification on the pump that the amount of insulin delivered was not recognized. The customer's blood glucose (bg) level ranged between 545-600 mg/dl range and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the tubing. The customer indicated that the tubing would be changed. Reportedly, the customer was using apidra insulin in the cartridge.